Event description:
It was reported, "PICC lines reading high pressures, even with using the pressure sensing disc. Related to this is when we have a three-way hooked up and lipids will back up into one of the other lines (following the path of least resistance.) No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.